Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hold in the defibrillation (df+) sealplug. The damage was observed in the lower section of the sealplug slit and was not visible when the setscrew was in the "down" position. This hole would not contribute to the observed ra noise nor affect ra lead impedance measurements. All other sealplugs were intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the field allegation.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited an increased pacing lead impedance (pli) measurement from 500 ohms to 1,500 ohms range along with noise. Noise was reproducible with isometrics and the pli went from 446 ohms to 1,810 ohms. The field representative viewed this noise to be 60 cycle noise with isometrics. Boston scientific technical services (ts) reviewed noise and stated about a potential problem with insulation and conductor issue. The patient wanted to have the system explanted and be replaced with a subcutaneous implantable cardioverter defibrillator (sicd). Additional information indicated that this noise was not being oversensed and no report of asystole greater than 2 seconds. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicates that this device was explanted and was sent for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.